Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon, the catheter and the wire of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the distal section of the balloon. It is possible that interaction with the scope or any other surface during the procedure could create friction on the balloon, causing the reported issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was inflated to the first two sizes; however, it was noticed that the balloon was losing pressure when attempting to reach 20mm. Reportedly, the balloon was deflated and removed from the patient. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.